Manufacturer narrative:
This device involved in this event has not been returned for evaluation. Following completion of the investigation, a follow-up medwatch will be submitted. (B)(4).

Event description:
It was reported from (B)(6) that during the embolization treatment of an aneurysm, the coil detached from the delivery pusher partially within the aneurysm and the microcatheter. The coil stretched and was and was finally removed by manipulation. No intervention was reported. No harm or injury was reported. The patient was reported to be well.